Manufacturer narrative:
Additional information: d10, h3, h6. H10: five (5) actual samples were returned for evaluation with the drain bags cut off. A visual inspection was performed with naked eye and no issues were noted related to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted; the patient connectors and shrouders were connected to an in-lab transfer set and luer connector with no issues or leaks. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between capd y-set and a peritoneal dialysis (pd) transfer set. It was further reported that the y-set was ¿loose and would not lock¿. This issue was identified during use of peritoneal dialysis therapy. The patient¿s transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.